Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device frequently loses settings and locks up during updates, resulting in power loss. Patient involvement was unknown.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device frequently loses settings and locks up during updates, resulting in power loss¿ was confirmed through power up test. The probable cause was error 46228, coin cell battery weak. Further investigation found that the downstream occlusion seal was damaged. The pump was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.